Event description:
It was reported that on (B)(6) 2011, the original surgery of the patient's right ankle was done using a tightrope. On (B)(6) 2011, there was a follow-up whereas the patient was presented with pain in the arch of foot, numbness of big toes and burning sensation in other toes but there was no infection at this point. On (B)(6) 2012, patient had pain resulting in the wound being cleaned and foot placed in a boot with limited weight bearing. On (B)(6) 2012, patient presented with a possible stitch abscess and swelling of right ankle. Patient on oral antibiotics. On (B)(6) 2012, patient placed on IV antibiotics due to an infection (no culture type given). On (B)(6) 2012, there was urgent irrigation and debridement with hardware removal. Patient was then placed on PICC line IV antibiotics for 6 weeks.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by facility.